Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented due to experiencing a syncopal episode. Interrogation of the device revealed pacing impedance measurements were high and out of range. There was a concern the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.